Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration and heavy abnormal bleeding (seen as genital bleeding). Approximately 11 months after insertion, coils were removed. These reported events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event migration was considered related to essure. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2014, surgery to remove the essure device, total hysterectomy and salpingectomy). Essure was withdrawn. On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, weight increased and procedural pain had resolved. The reporter considered device dislocation, genital haemorrhage, abdominal pain, weight increased and procedural pain to be related to essure. Reporter's comment: since having the removal surgery, her symptoms are mostly resolved. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced migration and heavy abnormal bleeding (seen as genital bleeding). Approximately 11 months after insertion, coils were removed. These reported events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event migration was considered related to essure. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/device in cornual region of the uterus") and genital haemorrhage ("heavy, abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included oral contraceptive nos from (B)(6) 2013 for birth control. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"), abdominal pain ("cramping/abdominal area pain/pain") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure device, total hysterectomy (full) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, weight increased and procedural pain had resolved and the pelvic pain, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram: in (B)(6) 2013: successful placement/total bilateral occlusion ultrasound scan: in (B)(6) 2014: essure device in cornual region of the uterus. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: menorrhagia, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff fact sheet received. New event pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/device in cornual region of the uterus") and genital haemorrhage ("heavy, abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included oral contraceptive nos from (B)(6) 2013 for birth control. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("cramping/abdominal area pain/pain") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure device, total hysterectomy (full) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, weight increased and procedural pain had resolved and the vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, genital haemorrhage, menorrhagia, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in 2013: successful placement/total bilateral occlusion ultrasound scan - in (B)(6) 2014: essure device in cornual region of the uterus concerning the injuries in the case, the following ones were confirmed in patient's medical records: menorrhagia, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. New reporter was added. Patient demographic details, lab data, concomittant and historical condition added. Event was clubbed: migration/device in cornual region of the uterus, cramping/abdominal area pain. Event was added: vaginal bleeding, menorrhagia, nickel allergy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.